Event description:
It was reported that a 54-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with 700cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and a rupture of her left breast prosthesis, which was confirmed during a physical exam. The patient also reported experiencing dissatisfaction with the appearance of her right breast. As a result, the patient underwent removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2023-00020 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).